Event description:
This customer reported poor ECG tracings for both pads and leads. There was no pt impact.

Manufacturer narrative:
(B)(4). This customer reported poor ECG tracings for both pads and leads. There was no pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.